Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: major bleed/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery in a 74-year-old patient who presented with postcardiotomy cardiogenic shock and low cardiac output syndrome in scai stage e cardiogenic shock. The patient was admitted for an aortic and mitral valve procedure and required advanced mechanical and pharmacologic support, including extracorporeal membrane oxygenation, inotropes, vasopressors, and ventilator support for respiratory failure. It was later reported that the nurse documented the patient was scheduled to receive a blood transfusion. The patient was noted to have a missing tooth with bleeding from the mouth. No other impella-related questions or concerns were reported at that time. During the hospital course, the patient experienced a major bleed requiring blood transfusion and subsequently expired. The patient¿s clinical course was notable for severe cardiogenic shock following cardiac surgery, requiring extracorporeal membrane oxygenation, systemic anticoagulation, large-bore arterial access, and multiple vasoactive medications. Major bleeding and transfusion requirements are known complications in critically ill patients undergoing complex cardiac procedures with mechanical circulatory support. Based on the available information, the reported events occurred in the setting of profound cardiogenic shock and critical illness. The patient expired.